Manufacturer narrative:
The device has been returned/received to date. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. As treatment a new pod was applied.

Manufacturer narrative:
The device was received not deployed. Since the cannula has not yet been inserted, it could not have dislodged at this point. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found the battery voltages to be lower than expected. Measurement of the pcb assembly shelf mode current found it to be out of specification at 11 ma. Inspection of the pcb assembly found no damages or defects that would contribute to high shelf mode current. The high shelf mode current of the pcba contributed to the low battery voltages and prevented the pod from priming in order to deploy.